Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is due to the patient experiencing a quadriceps tear, and the poly inserts will be exchanged during the procedure. Primary surgery occurred on (B)(6) 2021. Revision surgery is planned for (B)(6) 2022. The device history record was reviewed and the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is due to the patient experiencing a quadriceps tear, and the poly inserts will be exchanged during the procedure. Primary surgery occurred on (B)(6) 2021. Revision surgery is planned for (B)(6) 2022.